Manufacturer narrative:
Device labeling single use or reuse. No evaluation will be performed. No conclusions can be drawn.

Event description:
On (B)(6) 2013, our firm was made aware of a television news report of a patient with acanthamoeba keratitis os. In the video, the patient is shown handling a package of acuvue oasys brand contact lenses though the product was not directly identified as being worn at the time of the injury. A lot number was visible but it has not yet been confirmed if this is the lot associated with the injury. We have contacted the reporter who has forwarded email to the parents of the patient and we have been contacted by a parent recently. Attempts are ongoing to speak directly with a parent. A device history review was performed: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. No quality events associated with this lot. The lot history review indicated lot l001tgg was manufactured under normal conditions. If additional information is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.